Event description:
Customer complaint stated: "a puncture is made in the left upper limb with an adequate return, when passes the guide and the dilator and when coming into contact with the skin, the dilator is bent, which prevents the procedure from being completed."

Manufacturer narrative:
(B)(4). The customer returned a guide wire and a 2-lumen catheter for evaluation. The guide wire was observed to be kinked in multiple places. Visual examination revealed the guide wire is kinked in multiple locations in the "soft" end of the guide wire. No obvious defects or anomalies were observed on the returned catheter. Microscopic examination of the catheter did not reveal any defects or anomalies. The kinks in the guide wire body were measured at 11mm, 20mm, 34mm and 52mm in the soft end of the guide wire. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The overall length of the catheter was also within specification. The guide wire was advanced through the returned catheter to functionally test the guide wire. The undamaged portions of the guide wire passed through the catheter without significant resistance. Both lumens were flushed with water to functionally test the catheter. Both lines functioned normally. A device history record review was performed on the guide wire and insertion components and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards in the "soft" part of the guide wire body. The returned guide wire and catheter met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint stated: "a puncture is made in the left upper limb with an adequate return, when passes the guide and the dilator and when coming into contact with the skin, the dilator is bent, which prevents the procedure from being completed."